Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
The customer reported that monaco will display the incorrect mu for a 3d plan. Based on the available information there has been no mistreatment.